Event description:
Data from FDA received maude report (B)(4): holmium laser started making popping sounds. Light glide (guide) changed immediately. Uor was done. Laser fiber comes 3 each in box. We didn't have any problem with other two fibers and used many times with other lot number's fiber. Has been no problem. Diagnosis or reason for use: ureter stone. No complaint was filed with the distributor (gyrus acmi) or with the manufacturer (dornier medtech (B)(4)). Maude report was sent to distributor and then forwarded to the manufacturer.